Event description:
Cardiopulmonary bypass surgery was being performed. Clot identified. After the pt was closed and stable, an examination was done of the clotted reservoir with significant clot verification. This was a trial of this oxygenator and the trial was stopped. Both the oxygenator and the reservoir were returned to MFR for investigation. The investigation is complete, and the clot was verified in the reservoir. There were no clots noted in the oxygenator. MFR is not able to measure the performance of a reservoir as far as filter and antifoam capabilities after use and decontamination, but did note that in the reservoir, there were clots at the inlet ports of the turret, which indicates that the blood was starting to clot prior to entering the reservoir. The oxygenator was tested in the lab for performance and showed gas transfer rates and blood side pressure drop results to be typical of a previously run unit, and within product specs. Test results: at 4 l/min: o2=246 ml/min, co2=226 ml/min. At 7 l/min: o2=373 ml/min, co2=342 ml/min. The blood side pressure drop=103 mmhg. There are numerous factors that are unique to each clinical situation. It is difficult to speculate regarding the root cause of this clot, but MFR believes that it was due to the specific clinical circumstances of this particular case, and that the incident was isolated. MFR has received no other incidents of this type of problems within the stated lot#, or around the same time of mfg. Continuing data analysis on the cvr shows no adverse trending regarding clots during or following cases.